Event description:
Study: prevention of cardiac adhesions in pediatric cardiac surgery in 2006 - wound infection - end date; 2006. The month before - sudden cardiac arrest - end date: the same month. Action taken: medication. Outcome resolved with sequelae.

Manufacturer narrative:
Baxter medical director assessment: in 2007. Meddra term(s): sudden cardiac arrest, wound infection. This is a case reported to by baxter by the responsible cro of an investigator driven coseal trial: a multicenter prospective, open, observational study to assess the performance of coseal as a barrier for adhesion presentation in pediatric cardiac surgery. For cardiac arrest: given the paucity of clinical information available in this case, baxter conservatively assess the case preliminary as possibly related for reporting purposes. This does not necessarily reflect a conclusion by baxter that the case or information contained within constitutes an admission that the medical device caused or contributed to the reported adverse event. A final assessment is pending further investigations. For wound infection: although a casual relationship cannot be ruled out, this event appears to be non serious. Data required for further investigation and assessment: or report first surgery. Coseal: volume applied, application method (spray or standard applicator). Latency (temporal relationship) or event related to surgery (hour, days). Therapeutic measures to address the reported complication. Or report and findings at redo surgery (if performed). Rationale for the causality assessment of the investigator. Relevant laboratory, imaging, and eventual autopsy findings.